Event description:
After the pump finished dispensing medication, the catheter was allowed to remain in the pt for several hours until the surgeon was available to remove. Resistance was met during removal and with continuous force applied, the catheter broke leaving a 1-1/2 inch segment inside the pt. The manufacturer was informed of the doctor's decision not to remove the broken segment. The manufacturer's directions for use state "if resistance is encountered or the catheter stretches, stop. It is advisable to wait 30-60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. Do not apply additional tension if the catheter begins to stretch. Do not suture catheter. To avoid shearing, do not withdraw catheter back through needle during insertion."